Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication. It was reported the patient had an icon pump to personal therapy manager (ptm) with an ¿x¿ icon with the 8835. It was reviewed this was unsuccessful communication. The patient was not able to get a bolus and was getting that screen. It was noted the patient has had a flipped pump in the past (date unknown) and the hcp had reported it.. It was reviewed the issue could be electromagnetic interference (emi) and if it was not that it could potentially be a flipped pump. The hcp would see the patient in a couple of weeks and would try troubleshooting. Patient symptoms were not reported. Further information was not provided. Additional information was received from a healthcare provider (hcp) on 2020-jan-27 indicated she did not have patient information for the reported flipped pump and wouldn¿t have any further information. No further complications were reported/anticipated or expected.